Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone or vibrate feature on the pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate during the vibrate test portion of the self test. The customer¿s blood glucose was unknown at the time of the incident. The customer was advice the pump will need to be replaced. Advice to revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.